Manufacturer narrative:
The reported events of lead dislodgement, unacceptable threshold, r-wave amp variation, and muscle stimulation were not confirmed. The reported event of helix mechanism issue was confirmed. As received a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. Visual and x-ray examinations of the lead found the helix was stretched/ damaged consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was due to damage helix which is consistent with procedural damage.

Event description:
It was reported that patient presented in-clinic after experiencing diaphragmatic stimulation. Upon interrogation it was found that patient's right ventricular (rv) lead exhibited high capture threshold and decreased sensing. It was further noted from computed tomography that the lead was dislodged. During lead revision procedure the lead helix was not able to retract. The lead was explanted and replaced. The patient was stable.